Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up two-days after implant, the patient felt discomfort in the thoracic region. The physician's analysis confirmed a cardiac perforation with a pericardial effusion. The lead was repositioned to resolve the perforation. The patient is in stable condition.